Event description:
The patient presented at the doctor's office on (B)(6) 2019 with an infection at the ipg and sense lead sites. The physician prescribed levaquin and rocephin. On (B)(6) 2019, the physician drained an area of fluctuance over the implant site with no material produced. To treat the infection, the entire system was explanted on (B)(6) 2019.